Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020, the patient experienced redness with an exit of blood and puss through the stoma. Exudate culture was collected on (B)(6) 2020, results are unknown. The patient was treated with oral antibiotic, augmentin 850 mg three times a day from (B)(6) 2020 to (B)(6)2020. On (B)(6) 2020 it was reported that the stoma site was still erythematous and is recovering with no presence of pus or bad odor.